Manufacturer narrative:
The calibration results were within the specified ranges. The qc results were within the specified ranges. The 27-mar-2025 alarm trace had sample foam detection and abnormal aspiration alarms. A general reagent or analyzer problem was not detected because the qc before the event was within range; isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem. The cause of the event could not be determined.